Manufacturer narrative:
Evaluation summary: no sample was returned; it remains implanted; therefore, the condition of the product could not be verified and the visual inspection could not be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the manufacturer's release criteria. There have been 2 additional complaints on the iris touch for the lot. The similar event report indicates that iris touch events may be transient, and do not cause harm to the patient. As in this case - the shunt has remained in the patient eye. Since a sample was not returned, the root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that approximately six weeks following a glaucoma filtration device (gfd) implant procedure, the device was touching the iris. No further information is expected.